Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicated that he went into the emergency room for dehydration, vomiting and rising blood pressure. Blood glucose level at the time of admission was 65 mg/dl. The customer was treated with IV for dehydration, and pain medication due to pancreas damage. The customer stated he was in the emergency room for 5 to 6 hours. The customer mentioned that the transmitter got lost after it was removed at the hospital. The customer declined troubleshooting for low blood glucose level. The insulin pump would not be replaced or returned for analysis.